Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified; however, based on the analysis, the alleged battery not holding charge issue could not be verified.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was xx mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet. Reportedly, the alert cleared after customer charged pump for 30 minutes. Additionally, it was reported that the pump battery was observed to be depleting rapidly. There was no reported impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.